Event description:
A patient reports while sleeping their controller had delivered an uncommanded bolus of 2.65 units of insulin for 66 grams of carbohydrates. The patient reports they had not activated the bolus calculator on the controller. The patient reports their blood glucose level had dropped to 56 mg/dl. As treatment, the patient administered insulin corrections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and in the case description the user states the device was delivering a bolus of 2.65 units by itself to make up for a carb entry of 66 grams. The user states they did not activate the bolus calculator. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the android log files showed that the user opened the bolus calculator menu to program a bolus. The logs show that the carb value entered into the bolus calculator changed to 66g which resulted in a 3.3u bolus. The logs then show that a bg value of 106 was added from the cgm, which required manual selection by the user. This resulted in the total suggested bolus being decreased to 2.65u. The logs show that the user moved to the bolus confirmation screen after this modification and the user confirmed the bolus which send the bolus command to the pod. Based on the user settings in the log files the suggested meal bolus and correction bolus components were correctly calculated by the bolus calculator. The log files confirmed that this 2.65u bolus was programmed and delivered by the user. No evidence of an unconfirmed or incorrectly suggested bolus was observed in the logs.